Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. No failed batt test alarm noted during testing. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, on adapt, the following battery related alarms were noted: fault 104: on 08/08/2024 at 11:45:00.000 hour, 11:56:00.000 hour, and at 12:29:00.000 hour. Failed batt test was recorded several times on 08/08/2024 at 11:22:14.000 hour through 12:44:56.000 hour. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay, missing display window/cover, and scratched case in summary, failed batt test not confirmed. Customer concern for cosmetic damage at battery compartment confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and customer reported physical damage, battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880l was requested and customer response was the device will be returned.